Manufacturer narrative:
The field service representative could not find a specific cause. He flushed the sipper flow path, cleaned the sample probe, replaced the ise pinch tubing, replaced the ise sipper probe tubing and performed ise reference prime twice. He verified proper analyzer operation by performing calibration, qc and a precision with all results within specifications.

Event description:
The user received discrepant urine ise results with one linearity survey sample. Of the data provided, only the results for potassium were found to be discrepant. All results are in mmol per l. On (B) (6) 2009, the potassium results were: 145.6, 146.9, 145.6, 145.9, 113.2, 111.2, 153.8 and 142.4. On (B) (6) 2009, the potassium results were: 140, 167.4, 139.2 and 157.7. The user also performed a precision test on (B) (6) 2009, on the same sample with the following results: 146.2, 142.2, 147, 146.2, 146.4, 147.6, 146.6, 147, 146.8 and 146.4. No erroneous patient sample results were generated.